Event description:
A report was received that the patient was experiencing intense pain at the ipg site. The patient went to the emergency room and was given pain medication.

Manufacturer narrative:
Additional information was received that the physician noted that there was no infection. The patient was reprogrammed to help with the surgical discomfort at battery site. The patient was doing well.

Event description:
A report was received that the patient was experiencing intense pain at the ipg site. The patient went to the emergency room and was given pain medication.